Manufacturer narrative:
Corrected data: additional manufacturer narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #unk. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The referenced complaint did not have a returned device. The following evaluation is based on information obtained from the event description and communication summary. The complaint was for a compressed device with no blood flow through stent. Crush resistance of the vbx device can be influenced by the stent ring material, stent ring geometry, stent ring spacing, and stent ring alignment. The stent rings are certified by the supplier for material and geometric properties. Stent rings are 100% verified during the manufacturing process to be free of visual deformities. Stent ring geometry, spacing, and alignment are 100% verified during the manufacturing process. The device history file was reviewed and no anomalies were identified. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient underwent intervention using two gore® viabahn® vbx balloon expandable endoprosthesis (vbx) for in-stent restenosis (misago) in the right iliac artery using a kissing stent technique. On (B)(6) 2020, the patient presented with pain in the right and left common iliac arteries. Computer tomography scan image revealed compression of the right and left vbx and thrombus. The blood flow was not confirmed in the right vbx. The right vbx was expanded using balloon catheter, and metal stent (epic) was deployed from compressed portion to distal. During the reintervention, it was suspected that thrombus possibly scattered distal in the right leg. The patient tolerated the procedure. The doctor suggested that the device compression was caused by external pressure. See medwatch #2017233-2020-00415 for the left vbx device.